Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial #(B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(4), ubd: 16-mar-2021, UDI#: (B)(4) analysis of tm90t0 identified the recharging circuitry is damaged with a broken bracket and burnt l3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their communicator will not take a charge and stopped working completely, they saw their doctor last tuesday all was fine then thursday the communicator stopped working. During the call when pt plugged in the communicator to the charging cord, the orange light showed on the battery indicator. Agent reviewed information. Agent instructed pt to keep charging the communicator and monitor the issue. Pt said they already tried charging the communicator all weekend and also tried multiple charging cables. Pt tried to unplug the communicator from the charging cord, but the communicator was unresponsive. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the communicator.